Event description:
The surgeon implanted an aa4204vf lens. Lens tore during insertion into the eye. The lens was removed. The facility stated that mtc60c fp cartridge caused the tear to the lens. No patient injury.